Manufacturer narrative:
The medium-large clip applier instrument was returned and failure analysis testing was performed. The instrument was found to have both grips bent, causing misalignment of the grips. There was a 0.029¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. Also, the clip applier instrument failed the clip test due to misapplication of the clip. The instrument passes engagement and able to retain clip through engagement but cannot release the clip. Common causes of loss functionality to apply a clip is attributed to either a damaged grip cable or misaligned grips.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted pediatric cholecystectomy surgical procedure, the medium-large clip applier instrument was used for a surgical task and would not release the clip easily. The user completed the procedure using the same system. No known impact or patient consequence was reported.